Manufacturer narrative:
The investigation into the limb ischemia ¿ reversible has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. As per clinical, patient had no flow down insertion site leg due to small and calcified artery. Fem-fem bypass was done to restore flow on the right femoral leg access. The cause of the limb ischemia issue was patient condition related with patient having small and calcified vessels in right femoral and fem-fem bypass resolved ischemia.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 61-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The doctor began with right femoral artery (rfa) access and angio, vessel of smaller caliber, but looked appropriate for use. Sheaths swapped and impella locked into place. Foot examined and shown to be cold and no dopplerable pulse. Doctor then placed external fem to fem bypass. Very red urine post impella placement. The rep encouraged repositioning, but not adjusted.